Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient went to seek medical attention and diagnosed with a skin infection (mrsa). The patient did not mention anything prescribed but was advised continue to cleanse the site three times a day with a gentle soap to remove all bacteria. The patient then should apply flonase spray to the site before pod placement.